Event description:
Customer states that she was unable to obtain a reading on the aviva meter and subsequently went to the hospital for hyperglycemia. Customer states the meter was unavailable for use for five months; however, she attempted to test on the meter the day of the event. No additional information was provided. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.